Event description:
On (B)(6) 2013, patient reported he is in the hospital for dka. Patient stated early tuesday morning, (B)(6) 2013, he was having occlusions on his infusion device in the middle of the night. Patient reported he re- primed the infusion set and went back to sleep; did not change the infusion site. Patient stated at about 6 am in the morning he woke up, got dressed, ate breakfast, and started vomiting. Patient reported he tested his blood glucose level and it was over 500 mg/dl. Patient stated he went to the hospital and was diagnosed with dka. Patient reported he was treated with an insulin drip. Patient stated his normal blood glucose range is anywhere from 20-800 mg/dl, but his doctor likes him to stay under 200 mg/dl. Patient reported he is still in the hospital and at last check; his blood glucose level was 328 mg/dl. Patient stated he is not sure what caused the elevated blood glucose level but does not think it is the infusion device. Patient reported he was receiving an e4 (occlusion) error message at the time of the incident. Patient stated he no longer has the accessories that were in use at the time of the incident. Patient reported at the time he re- primed the tubing, and did not receive the e4 and then reattached to the infusion site thinking that the occlusion was caused by air bubbles he had in the insulin cartridge. Patient reportedly stated he reattached the tubing to the infusion site, and the occlusion reoccurred. Patient no longer has the cartridge that was in use at the time. Patient stated when he went to the hospital the doctor adjusted his basal rate. Patient reported he thinks his basal rates are not set correctly. Submitted a request for assistance for a trainer to talk with patient and doctor. Patient stated he believes the infusion device and meter were working properly at the time. On follow up call on (B)(4) 2013 patient reported he was admitted to the hospital on (B)(6) 2013 in the morning. Patient's date of discharge is unknown. No product return was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was not requested to be returned.

Manufacturer narrative:
Conclusion the complaint of the occluded infusion set cannot be verified, the material meets product specifications. Result no material received. Therefore, fresenius (B)(6) performed a free flow and tightness test at one retain sample and could not find any irregularities. The investigation of their production documents did not show any deviations related to the complaint reason. The problem mentioned by the customer could not be reproduced. Device was not returned.